Event description:
It was reported that after a da vinci-assisted surgical procedure, the fenestrated bipolar forceps had damage to the bipolar cable distally. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was a little exposure of the wire due to the damage of the black insulation with no loss of cautery. There were no signs of thermal damage at site of breakage.

Manufacturer narrative:
Based on the claim against the product by the customer noting a damaged cable, an investigation was completed to determine the cause of this reported event. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if additional information is obtained. A review of the site¿s instrument logs revealed that the instrument was last used on 31-oct-2022 via system serial# (B)(4). There were 8 uses remaining after this last usage. The probable root cause of damaged conductor wire insulation and/or thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a monopolar instrument. This issue can be resolved by using an alternate instrument to complete the procedure. No image or procedure video was provided for review. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: it was alleged that the instrument had conductor wire damage. The damaged/broken conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the reported issue. The instrument was analyzed and found to have damage to the conductor wire¿s insulation. The instrument passed the electrical continuity test. The wires were found to be exposed but remained within the insulation. The was no material missing. There were no signs of thermal damage. The complaint regarding the fenestrated bipolar forceps instruments had a damaged cable was confirmed based on failure analysis, which indicates that the device did contribute to the customer reported issue. The root cause is attributed to a component failure.

Event description:
Refer to h10/h11 for follow-up information.